Event description:
Information was received from an international distributor that their customer reported there was smoke emitted from the ventilator while plugged in to ac power to charge the backup battery. The ventilator was not in use; therefore, there was no patient involvement. The ventilator was returned to the factory for failure analysis. Upon evaluation of the device, there was extensive internal damage. As a result of the damaged components, the ventilator could not function to operating specifications. The root cause has not been determined and is still under investigation.

Manufacturer narrative:
No conclusion at this time. Device still under evaluation.